Manufacturer narrative:
Brand name ; product ID 9735824 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735825ent (lot: -); product type: h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was receiving the localizer faulted message. The event caused a surgical delay of less than one hour. Medtronic imaging and navigation were aborted. There was no impact on patient outcome. Troubleshooting information was provided. The emitter was unplugged and re-plugged to no resolution. The break out box was on and indicated the instruments that were plugged in. Em diagnostics: bob said stopped, controller faulted but the pictures that were sent to technical services (ts) contradicted what ts was seeing in the diagnostics tool. Additional information was later received. A medtronic representative (rep) called while at site to report that she replaced the break-out-box with one she had and the complaint persisted. The rep ran print diagnostics and it was still displaying rtcode fault which indicated controller not functioning as designed. The rep also reported that the site tried to repair the cable on the break-out-box trying to resolve the complaint.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. There was an internal em controller failure. The breakout box lemo and cable were damaged. The breakout box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.